Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak, stent fracture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for a thoracic aortic aneurysm using conformable gore® tag® thoracic endoprosthesis. The device (tgu373715) was deployed from the descending aorta to the proximal side of the celiac artery. The patient tolerated the procedure. In (B)(6) 2023, a replacement of the aortic arch using a frozen elephant trunk was performed. In (B)(6) 2024, a CT scan was performed but no issues were reported. On (B)(6) 2025, the patient underwent emergency treatment for a ruptured thoracic aortic aneurysm. A ctag ac (tgmr373715j) was implanted distal to the initial ctag. The patient tolerated the procedure. On (B)(6) 2025, the patient experienced hemoptysis due to a type iii endoleak, and emergency treatment was performed. A trilobe balloon was used to touch up the connection between the ctag (tgu373715) and ctag ac (tgmr373715j). The expansion of the balloon was hindered by the wire of the partial uncovered stent (pus), causing the balloon to become constricted. As the expansion continued, part of the stent wire detached from the graft. At this point, the constriction of the balloon resolved. No further treatment was performed for the detached stent wire. The procedure was completed as the endoleak disappeared according to cbct. The patient tolerated the procedure. The physician¿s comment: ¿we did not see any leaks on (B)(6).¿